Event description:
Procedure: lobectomy. According to the reporter: the bag tore and fell into the pt's cavity. The bag was retrieved. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).